Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 29 mmol/l. Troubleshooting was performed. Customer received the alarmed while on the in the plane. Customer reported that the drive supported was normal. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed operating current, displacement test however the device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window, cracked battery tube threads and missing reservoir tube o-ring.